Event description:
Black goo black oil / lube came out of blade. The substance was removed with a full radius blade.

Manufacturer narrative:
The device has not been returned by the customer for evaluation. (B) (4)